Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm aortic cutter did not punch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use was observed. The safety lock on the cutter was disengaged and the actuation button was fully depressed .there were no signs of tampering to the device. The needle at the tip of the cutter was bent. The actuation button was depressed approximately 1 inch inside the tool. No other visual defects were observed. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure "failure to fire" but was confirmed for the analyzed failure mode "bent needle".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3 mm aortic cutter did not punch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.